Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. Treatment and cause for this event were unknown. While still hospitalized and recovering from peritonitis, the patient died. The cause of death was unkown. It was not reported if an autopsy was performed. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. (B)(4).

Manufacturer narrative:
(B)(4). The cause of death was reported to be due to an infection in the catheter. A review of all batch record documents for potentially associated lot numbers gd894956 and gd895078 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.